Event description:
Pt on dopamine when alleged overinfusion occurred. Pt's blood pressure elevated to 220/150; infusion stopped and device removed. Event took place while nurse was changing fluids bag. No pt compromise was reported.